Manufacturer narrative:
The hospital reported they resolved the issue. No repair information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of suction. There was no patient involvement.